Manufacturer narrative:
Evaluation, results: inherent risk of procedure (gi bleed). (B)(4).

Event description:
During the index procedure the patient had two endeavor rapid exchange (rx) drug-eluting stent implanted successfully to the distal rca. Approximately 20 months post index procedure the patient visited the hospital complaining abdominal pains, diarrhea, and melena. The patient had eaten fried oysters and sashimi. ECG check confirmed no abnormalities. X-ray confirmed no abnormalities. Anemia was not observed. A sight inflammatory reaction was observed. The splenic flexure on colon was noted to be thickened. The reason for the gi bleed was unknown. The patient refused a follow-up colonoscopy. The investigator reported no relationship to the device, drug or procedure. Reference MFR report numbers 9612164-2011-01369 and 9612164-2011-01370.

Manufacturer narrative:
During index procedure the patient had one endeavor rapid exchange (rx) drug-eluting stent implanted successfully to the distal rca/right posterior lateral and one endeavor rapid exchange (rx) drug-eluting stent implanted successfully to the distal rca/right posterior descending. The previously reported bleed was treated with medication and dietary counselling. The patient is in remission.